Event description:
It was reported that the patient presented post implant procedure. The patient complained about pain and discomfort in clinic. Interrogation noted that the right ventricular lead exhibited high capture thresholds. Echo noted that the right ventricular wall had perforated. The reported lead was explanted on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to cardiac perforation and failure to capture. The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Tip stiffness test, electrical testing, and visual and x-ray analysis did not find any anomalies with the exemption of procedural damage.